Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. A new cartridge was loaded successfully. In addition, the customer experienced a low blood glucose (bg) level of 41 mg/dl. Juice was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a blood glucose (bg) of 42 mg/dl was entered into the pump by the user on (B)(6)2018. Prior to the low bg the user delivered a 2.87 unit bolus for 20 grams of carbohydrates and a bg of 204 mg/dl. The user still had insulin on board at the time the bolus was delivered. There were no erratic basal rate adjustments. There is no evidence that the insulin pump experienced a malfunction or failure. Making bolus requests and still having insulin on board could lead to a low bg event.